Event description:
IV catheter goes halfway in then stops, will not advance. Excellent flash back and advancement until the halfway point. Happened across multiple shifts to multiple nurses on multiple patients, many rns very experienced in placing ivs. Good veins as well.